Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm after initiating a bolus. Reportedly, after the customer initiated the bolus the pump was placed into the customer's pocket. Contact stated that the button may have been held down inadvertently. Customer had elevated blood glucose levels (270 mg/dl). Customer resumed insulin delivery to stabilize blood glucose levels. Tandem technical support educated the customer on how to prevent button alarms from being triggered.